Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile 2.9.0 installed on iphone 17,5 ios version 18.6.2 was conducted and confirmed the issue of frozen screen was not reproducible. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Cause and or contributing factors: after conducting a thorough investigation, we found that the ios version in use is greylisted. Therefore, the app behaved as expected by displaying an alert untested software version. Steps to resolve or recommendation: to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: option 1: update ios version to one of the versions that is included in the allowed list. Example: iphone15,3 = (18.3.). Option 2: at the bottom of untested software version alert screen, click ok, to proceed using the app. The helpline confirmed that the patient was able to resolve the issue on his own. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between pump and the mobile device as it shows reconnecting error message and also received untested software version error message. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated as mobile device operating system is supportive. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.